Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by our agent that a gamma long nail was implanted on (B)(6) 2014. The nail broke and the patient was revised on (B)(6) 2014, with new gamma long nail.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The screw broke in fatigue manner. Referring to a smooth topography of the breakage surface ¿ including lines of rest and missing plastic deformation ¿ it was concluded that this breakage had been caused by permanent, repeated loading. The x-ray showing the broken locking screw identified that the most distal locking screw had been placed in dynamic position (here: approx. In the middle of the oblong drill hole. This suggests that the proximal locking screw had to absorb the whole axial load application which finally resulted in complete separation deviding the screw into 3 parts.. A statically locked distal locking screw may have additionally absorbed / shared a part of the loading during the implantation period. The nail broke after an implantation period of approx. 8 months in fatigue manner. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. A deficiency of the screw was not verified.

Event description:
It was reported by our agent that a gamma long nail was implanted on (B)(6) 2014. The nail broke and the patient was revised on (B)(6) 2014, with new gamma long nail.